Manufacturer narrative:
(B)(4). Date sent: 2/26/2025. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60d reload loaded on the device. The reload was received partially fired 1/3. The partially fired is consistent with an incomplete or interrupted cycle. In addition the bulkhead contacts were received with what appears to be a small metal ball fixed to the upper right bulkhead contact. This condition could be potentially related to a supplier issue. The device event log was reviewed. An event was found that caused the device to experience a false lockout event. The device can recover from this state by re-clamping the device. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. Additionally, photos were provided and they showed a device 60 mm from top view, with the battery pack loaded and with a gold reload loaded on the device. Also, the override lever was up and the manual override door was noted to be out of position. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number c9dh7a, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent 1/29/2025. D4 batch #c9dh7a. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60d reload loaded on the device. The reload was received partially fired 1/3. The partially fired is consistent with an incomplete or interrupted cycle. The device event log was reviewed. An event was found that caused the device to experience a false lockout event. The device can recover from this state by re-clamping the device. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. Additionally, photos were provided and they showed a device 60 mm from top view, with the battery pack loaded and with a gold reload loaded on the device. Also, the override lever was up and the manual override door was noted to be out of position. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number c9dh7a, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/23/2025. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Yes. The datail is unknown. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? The datail is unknown. Or, did the device fully fire and stop during the automatic knife return? Unk. Was there any difficulty opening the device? Unk. If yes, how was the device removed from the patient? Unk. If yes, did the jaws eventually open? Yes.

Manufacturer narrative:
(B)(4). Date sent 2/6/2025. D4 batch #c9dh7a. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60d reload loaded on the device. The reload was received partially fired 1/3. The partially fired is consistent with an incomplete or interrupted cycle. In addition the bulkhead contacts were received with what appears to be a small metal ball fixed to the upper right bulkhead contact. This condition could be potentially related to a supplier issue. The device event log was reviewed. An event was found that caused the device to experience a false lockout event. The device can recover from this state by re-clamping the device. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. Additionally, photos were provided and they showed a device 60 mm from top view, with the battery pack loaded and with a gold reload loaded on the device. Also, the override lever was up and the manual override door was noted to be out of position. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number c9dh7a, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported during a laparoscopic appendectomy procedure, it was observed that the knife stopped on the way of the 1st firing. The battery was reloaded, but there was no startup sound. The knife was returned with the manual override lever, and the jaws were opened. The cartridge color was gold. Another like device was used to complete the procedure. There were no adverse consequences to the patient nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 01/08/25 d4: batch #unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.